Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer's reference number(s): 2916596-2020-04718, 2916596-2020-04719, 2916596-2020-04721. It was also reported that the patient's controller ((B)(4)) wasn't receiving the driveline easily. A different modular cable was attempted to be inserted but still didn't insert well. The patient's primary ((B)(4)), and backup ((B)(4)) controllers then alarmed for a controller fault. Technical services (ts) reviewed the log file for the other 2 controllers that were assigned to the patient after the dl insertion failure associated with (B)(4). For the primary controller ((B)(4)) the log file appeared normal until (B)(6) 2020 when a driveline (dl) disconnect was captured. Shortly after, the log file captured a controller fuse b open resulting in a controller internal fault. A few seconds later the dl was connected and the pump returned to operating at the set speed with a controller internal fault & dl power fault due to the controller¿s b fuse being open. The dl was then disconnected and reconnected 5 more times. Each time the dl was connected the pump returned to operating at the prescribed set speed. With the last 5 dl disconnects and reconnects the controller internal fault & dl power fault due to the controller¿s b fuse being open remained active. The log file from the backup controller ((B)(4)) showed that the dl was never connected. On (B)(6) 2020, the file captured a controller fuse b open resulting in a controller internal fault and dl power fault. Also noted was that the stored speed was toggling back and forth between 3000 & 5000 repetitions per minute. With the controller fuse open in each log file, it was reported that it was suspected that the dl may have been plugged in backwards. Ts reported that the controllers need to be replaced and, as a precaution, the modular cable should also be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a difficult driveline connection, across multiple drivelines, to the system controller was not confirmed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Multiple drivelines were repeatedly placed in and taken out of the returned controller, and the same actions were performed on multiple test controllers. Additional resistance when placing a driveline within the returned controller as compared to the other controllers was not observed. Placing the returned driveline (lot number 190294) did have additional resistance when being placed into the returned controller and into test controllers; however, this was due to the reported fluid spill on the driveline, which made its controller connector sticky. A log file was extracted from the controller during testing; however, the driveline was not observed to have been connected to the controller throughout the data, and no notable information was observed. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.